Event description:
On (B)(6) 2006 - pt had a hernia repair using a ventralex patch. On (B)(6) 2010 - it was reported that the pt developed a bowel obstruction and adhesions with the ventralex which required a laparotomy and removal of mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A second mesh, pco from covidien, was noted to have been in the same area as the ventralex mesh but adhesions were not reported to this mesh. No conclusion can be drawn at this time. Available info indicates no device will be returned and/or add'l info will be provided. We, therefore, consider this report complete to the best of our current knowledge.